Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the patient's battery charger was not recognizing any batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing patient's batteries) has been confirmed. Upon evaluation, contamination was discovered on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.